Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has uim (user interface module) issue. Blank screen on display. As of this time there is no information about patient involvement associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire medical was able to duplicate and isolated the reported issue. Isolated to a collapsed inspiratory hold button on the membrane switch p/n: 80602 causing white blank screen on uim display. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available